Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was used for hemostasis after stent implantation for a chronic total occlusion (cto) lesion in the right heart catheterization (rhc) via femoral artery puncture. Hemostasis was achieved with the angio-seal device, and the procedure was successfully completed without procedural problems. However, a pseudoaneurysm developed three weeks after the procedure. The patient's current condition is unknown, but surgery will be performed after the patient has recovered. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was not in serious condition, and his/her current condition is unknown. Estimated blood loss was less than 250 ccs. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 11 jul 2023: the physician did not direct that there was an allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Event description:
Additional information was received on 11 jul 2023: the physician did not point out that the device caused or contributed to the event.

Manufacturer narrative:
This report is being sent as follow-up no.1 to provide additional info in section b5 & to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Pseudoaneurysm is listed as an adverse condition that may be associated with use of the angio-seal vip in the instructions for use (IFU). In an update received on 11 jul 2023, the physician did not point out that the reported device caused or contributed to the adverse event. Snice hemostasis was achieved and the pseudoaneurysm occurred three (3) weeks after. The complaint can be confirmed since surgical intervention is needed to treat the pseudoaneurysm. The exact root cause cannot be determined. The likely root cause is not following the recommended post operative procedure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).